Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that critical alarms due to ¿reset occurred ¿ low battery¿ and ¿safe state¿ occurred and were confirmed by telemetry. The alarms occurred on 2013 (B)(6). The patient was hospitalized due to withdrawal symptoms and the pump alarming. The reporter was to discuss with the doctor replacing the pump. The device system delivered hydromorphone. It was later reported that the pump was not working so the reporter did not believe the patient was receiving effective therapy. The reporter did not know what was done to combat pump shut off. The reporter stated that the pump could be replaced the following week but was unsure. It was later reported that the pump was replaced on 2013 (B)(6). It was indicated that prior to explant, the pump was delivering medication at minimum rate. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a high resistance pump battery. Battery resistance was tested and had a passing resistance of 219.76 ohms. No other anomalies were found during destructive testing. Due to the tendency for the high resistance anomaly to ¿come and go¿ it was determined that it was a high resistance battery that caused the low battery reset to occur.